Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 11-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the door 2 was failed. A field service engineer (fse) checked the harness and cabling, tightened and re-crimped the connections and connectors and replaced the tower door latch and confirmed that the customer was able to access tower door 2 without any issues. Fse then applied grease to all tower latches and verified the connections, harness and cabling during preventive maintenance. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door 6 was frequently failed. Customer stated that failed storage space had been cleared several times, caused delays and reported that the door kept clicking after it opened, as though the lock mechanism was repeatedly activating. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.